Event description:
An alarm issue was reported with the adc device in use with iphone 15 with ios operating system version 17.2.1 , app version 2.10.2.7677. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was administered a glucagon injection by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported having missing high or low glucose alarms. Attempted to replicate the customer's complaint using similar configurations of iphone 11 pro, ios 17.2.1, 2.10.2.7677 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 15 with ios operating system version 17.2.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was administered a glucagon injection by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.